Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was received. Per visual inspection, front cover with multiple nicks and scratches, line cord faded and worn, quick connect corroded, enclosure cracked under quick connect, outdated printed circuit board (pcb) and power switch, dented on the side with label. Per functional testing, the liquid crystal display (lcd) would intermittently ¿jump around on the numbers¿. The complaint was confirmed. The root cause was a faulty lcd, and it was unknown what caused it to become faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the screen on unit was not working properly. Patient involvement unknown.